Manufacturer narrative:
An event regarding disassociation involving a metal head was reported. The event was confirmed following "completion" of the material analysis method & results: product evaluation and results: visual inspection: visual inspection was performed as part of the material analysis report (mar), dated 27 sept 2019. This inspection indicated: "head scratching consistent with in-service use was observed on the articulating surface of the head. Damage present on the surface of the taper is consistent with interaction between the head and trunnion." Dimensional inspection: not performed as the reported device was implanted and subsequently explanted. The device was returned damaged and in its current condition would not be an accurate reflection of its original manufactured condition. Functional inspection: not performed as the reported device was implanted and subsequently explanted. The device was returned damaged and in its current condition would not be an accurate reflection of its original manufactured condition. Material analysis a material analysis has been performed. The report concluded: "conclusion damage consistent with loss of taper lock was observed on the neck and trunnion of the stem. Damage was observed on the taper of the head consistent with interaction with the stem trunnion. The damage present on the articulating surface of the insert is consistent with burnishing, scratching and third body indentations; which are common damage modes of uhmwpe. The yellow discoloration on the insert is consistent with absorption of synovial fluid. Xrf showed the stem, head, and shell were consistent with their respective drawings. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. " -clinician review: a review of the provided medical records by a clinical consultant stated the following comment: rejected for medical review [...] - cannot confirm event, need additional information; primary and revision operative reports, clinical and past medical history, additional serial dated x-rays and examination of explanted components. X-ray and photo confirms disassociation and "trunnion" erosion/corrosion. Product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: the subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall pfa 1757583 was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
The customer reported that the patient underwent a revision of an lfit head. Update: revision of right hip. The surgeon further reported extensive metallosis, head loose on trunnion and 300mls of grey / black fluid.

Manufacturer narrative:
Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Device evaluated by manufacturer? Not returned.

Event description:
The customer reported that the patient underwent a revision of an lfit head. The surgeon further reported extensive metallosis, head loose on trunnion and 300ml of grey / black fluid.